Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was programmed from a single chamber fixed rate mode to a non-pacing mode, however the programmer was still showing that the device was in a single chamber fixed rate mode on the display screen. The programmer remains in use. No patient complications have been reported as a result of this event.